Event description:
It was alleged that the warming therapy was not warm enough and the patient was not able to be kept at the desired temperature. The patient was not adversely affected and no clinically relevant delay in treatment was reported.

Manufacturer narrative:
The data from the device shows that the patient experienced patient temperature deviation that was greater than 1°c for longer than 30 minutes during the therapy (see attachment). The maximum patient temperature deviation was approximately 1.2°c from target temperature for up to approximately 45 minutes. A review of the data shows that the water temperature remained within appropriate limits during the therapy. The data revealed that the account was using an automatic mode for therapy and the alleged event occurred during a warming therapy. The data shows that the target temperature was changed frequently throughout the therapy and the user frequently changed the rate of therapy. The data that was extracted from the device was reviewed with the user facility to discuss usage of the product. Feedback was provided to the account regarding using medium and minimum heating or cooling modes to better control patient temperature.

Event description:
It was alleged that the warming therapy was not warm enough and the patient was not able to be kept at the desired temperature. The patient was not adversely affected and no clinically relevant delay in treatment was reported.